Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was used during a biopsy procedure performed at the pancreatic head. According to the complainant, the needle became kinked after the second pass so it could not be retracted into the sheath. After the expect aspiration needle device was able to be withdrawn from the scope, the physician wanted to retrieve the biopsy samples taken by the expect. However, the needle broke off 15mm from the tip of the needle, approximately where the kink was noticed. This occurred while outside of the patient. The procedure was able to be completed with another expect aspiration needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was used during a biopsy procedure performed at the pancreatic head. According to the complainant, the needle became kinked after the second pass so it could not be retracted into the sheath. After the expect aspiration needle device was able to be withdrawn from the scope, the physician wanted to retrieve the biopsy samples taken by the expect. However, the needle broke off 15mm from the tip of the needle, approximately where the kink was noticed. This occurred while outside of the patient. The procedure was able to be completed with another expect aspiration needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of the needle breaking off. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection noted kinking on the sheath beneath the handle. The needle tip was broken off near the end of the echo feature. The needle tip was not returned with the device. This confirmed the initial complaint. During a functional evaluation, the needle actuated smoothly. The extended needle length did not meet product specification due to the needle being broken off at the end of the echo feature. The kink noted in the visual inspection could have resulted from damage during scope attachment or readjustment, damage during removal from the scope, or damage during shipping to bsc in nonstandard packaging. In regards to the broken needle, the device could have been subjected to anatomical/procedural conditions that could lead to increased forces within the needle causing it to kink. It is unknown if the needle may have encountered hard tissue or bone that caused the kink, but a kink or bend in the needle would be a weak point in the needle length, which could cause the needle to break at that point. The angle of the scope and patient anatomy could have contributed to these increased forces. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted